Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, non-sustained rv oversensing episodes due to myopotential oversensing was observed. It was suspected that the myopotential oversensing was due to the lfa filter. It was recommended to perform isometric testing to see if noise could be produced and programming changes were recommended. There was no lead malfunction. Patient was stable. No further information available.